Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified left forearm ulnar side. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured and was removed from the patient's body. The procedure was completed with another of same device. No patient complications were reported.